Event description:
W.r. Grace & co. Conn (grace) was notified of this product problem in 04/2004, upon receipt of the device and letter describing the event from the device distributor. The distributor's letter reported that the soda lime did not absorb exhaled co2 during a general anesthetic. Etco2 increased to a dangerous level, potentially life-threatening for pt. Anesthesia machine had to be changed during the operation until the soda lime problem was discovered. The soda lime did not change color or heat up. It has been determined the soda lime (sodasorb) was used well after its expiration date of two years. Based on MFR batch number the soda lime was determined to be 12 years old.